Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device blade was flapping, and was very noisy. Reliability engineering evaluated the device and observed that the bearings and o-rings were worn and bushing was loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing of the sagittal saw attachment device it was observed that the blade was flapping and the device was very noisy. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.